Event description:
It was reported that the patient experienced toxic anterior segment syndrome (tass) twelve to eighteen hours post operatively after the use of healon gv. Surgery date was (B)(6) 2014. Severe post operative inflammation was also reported. Visual acuity (va) limited to hand movements. The intraocular lens remains implanted. Vigamox and nevanac were prescribed post intraocular lens (iol) implantation.

Manufacturer narrative:
Expiration date: 05/31/2016. Device manufacture date: 06/30/2013. A retain sample test was conducted where no visible defects were found on the package, solution or cannula. Chemical tests, microbiological tests, bacterial endotoxins, and sterility tests were performed and all results were within product specifications. Manufacturing records were reviewed and based on the review on healon gv lot# um30510, there were no issues identified related to the complaint description. All results were within product specification. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4) - toxic anterior segment syndrome (tass).all pertinent information available to abbott medical optics has been submitted. Placeholder.